Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63). The customer stated that there is a loss of communication between the transmitter and the pump, cosmetic damage on the pump, and the pump clip damage. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7040a, acc-1599, and mmt-7841zn. Troubleshooting was performed for the pump error alarms, and the customer was able to clear the error and fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced, and the pump passed the self-test. Troubleshooting was performed for the loss of communication, and the customer confirmed the transmitter serial number is programmed in the manage devices screen. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. Troubleshooting was performed for the pump clip and the non-serialized product being replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned. No product return is required for mmt-7040a, acc-1599, and mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test and self-test. Unit was successfully downloaded using thump for history files and traces. Pump error 63 alarms (file number: 642 line number: 472 variable = 21) occurred twice on 07/28/2025 23:21:26.000 and 07/29/2025 09:36:01.000. Per engineering troubleshooting guide, it was determined that pump error 63 was triggered by hardware issue with the rf chip error. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. Pump was cut open to perform visual inspection and found a corroded home switch. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded home switch, missing display window/cover, cracked keypad overlay and scratched case. No communication pump to transmitter was not confirmed. Exposed to moisture confirmed due to corroded home switch. Cosmetic damage confirmed at the display window cover. Cosmetic damage was not confirmed with the cracked display window. Pump error 63 confirmed in the history files due to rf chip issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.